Event description:
A user facility reported that during several past extracorporeal membrane oxygenation support runs, the user noticed air alarms that he could not explain to himself. These alarms occurred during the start of support and disappeared later on. The user explained that they cleaned the sensor and has not used ultrasound gel or the like. The user has not stated individual dates for these occurrences. There was no indication of patient serious injury. The complaint sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.